Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was connector. The blood glucose level was high and the patient was treated with correction bolus via pen. No further information was available.